Event description:
Customer reportedly obtained a result of 300 mg/dl while the doctor's device read 135 mg/dl within 10 minutes. No action was taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in the doctor's office.